Event description:
It was reported that during insertion of the iab through a sheath, resistance was encountered. The sheath began to buckle. The entire assembly was then removed and replaced without any complications.